Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the unit alarmed with: tf246018.